Manufacturer narrative:
A steris service technician inspected the unit and found that the rubber washer in the cold waterline required replacement. The cold waterline connects from the innowave ultra + sonic irrigator to the facility's cold water outlet. The steris technician replaced the rubber washer, tested the function and operation of the unit, and confirmed it to be operating properly. The innowave ultra + sonic irrigator was returned to service and no additional issues have been reported.

Event description:
The user facility reported that water was leaking from their innowave ultra plus sonic irrigator. No report of injury.